Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, 0.9% sodium chloride injection usp, lot 60-003-jt, exp. 01 dec 2017; td (B)(6) 2016. The customer¿s report of an overinfusion could not be confirmed. No guardrails alerts were found in the device event logs. The logs indicate that the pc unit was powered on at 3:29 pm on (B)(6) 2016 and the profile ¿med-surg¿ was selected. Channel a was selected and various keys were used over the next two minutes to select the guardrails fluid menu and then the guardrails drug library menu and scroll through the list of entries three times. The channel was then powered off which resulted in the system powering down. At 3:32 pm it was powered on again, a response of no was given to ¿new patient?¿ and the profile ¿critical care¿ was selected. Channel a was selected, various keys were used to scroll through the guardrails drug library menu again and then a period of time elapsed with no keypresses having been made which resulted in a ¿walk away¿ alarm. This occurred again at 4:50 pm. At 5:07 pm and 5:11 pm the guardrails drug library was selected and immediately exited. No infusion was programmed; the device remained idle. Twice between 3:29 and 5:11 pm, while the device was idle, channel a alarmed for ¿flo-stop open¿ indicating that a set had been installed but the door was not fully closed. The first alarm lasted 2 seconds and the second lasted 5 seconds. At 5:43 pm argatroban ¿standard dose¿ 250mg/250ml (1000mcg/ml) was programmed to infuse at 2mcg/kg/min (10.4ml/h) with a patient weight entry of (B)(6) and a vtbi of 0.1ml. The device was paused at 5:44 pm and powered off at 5:45 pm with a recorded volume infused of 0.003ml. Functional testing found the pump module to be delivering fluid within specification. Functional testing of the returned primary set also found the clamps to be working properly. Fluid did not flow when the clamps were in the closed position and no leaks were observed in the disposable set during functional testing. The root cause of the reported event was not identified.

Event description:
The customer reported that tubing was primed with argatroban 250 mg in 250 ml, the roller clamp and the slide clamp were closed, and the tubing was placed in the pump module. During programming of the argatroban, intended to run at 3ml/hr over 24 hours, a guardrails alert occurred; following the alert the nurse did not proceed with the infusion and left the room. The nurse returned 30 minutes later to find the bag had completely infused. The patient's ptt was noted to have increased from a baseline of 47 to 184; the patient was transferred to ICU for monitoring and the ptt returned to baseline without medical intervention or treatment. There was no lasting harm for this patient.